Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial#. Product type lead section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep stated they were speaking with another hcp who indicated a few years ago they broke an ins  lead during explant. The rep noted the physician said that the "electrodes were all below the sacrum but the wire broke a little above that". The rep was inquiring about MRI eligibility specific to lead fragment length and location.